Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that patient told hcp device was no longer working and did not know what that meant. The hcp reported that symptom reported was related to device or therapy. The patient indicator for use was reported as other.